Event description:
This pt experienced an mi and the restenosis of the three cypher stents in the left main artery and left circumflex artery. This pt was admitted to the hosp with a chief complaint of unstable angina (iib). The pt was currently taking aspirin, tatins, beta blockers,anti anginals, and ace inhibitors. The pt was taken electively to the cardiac cath lab, where angiography revealed a de novo, smooth, angulated (>45 degrees), bifurcating concentric, heavily calcified lesion in the left main artery, extending into the ostium of the lcx. A bolus heparin was administered via IV. Reopro was also admin via IV. It is not known if the lesion was predilated. Three cypher stents were deployed within the lma and into the lcx with satisfactory results. Flow through the stented segment was timi the pt was discharged on the same pre-procedure medications with the addition of plavix. Approximately four months later, the pt awoke in the middle of the night with chest pain and reported to the emergency room. The ECG is reported to have been unremarkable; however, the patient's troponin was 66 times the upper limits of normal. Repeat angiography demonstrated a instent restenosis of the cypher stents in the lma and lcx, as well as a new lesion in the ostial lad. The restenosis within the cypher stents was treated with re-ptca, and the new lesion in the lad was treated with ptca and the placement of an additional cypher stent (3.0 x 18mm).